Event description:
Customer reported having a severe low blood glucose on the morning of may 21, 2024. Last blood glucose value was 7.2mmol/l before bed on the evening of (B)(6) 2024. She talked to her daughter at around 7:15am on (B)(6) and did not remember anything after that. Her mother found her unconscious on the floor and called the ambulance. She was taken to the emergency room and was released at around 16:00. Customer¿s diabetologist told her to discontinue the pump and go on manual injections. She has been getting high blood glucose values with the manual injections and said another diabetologist said she could go back on the pump. For troubleshooting, no pump errors were found and pump passed displacement verification test and self-test. Nurse said that per the diabetologist, customer has poorly managed diabetes (also stated in the emergency room report) and there was no allegation against the pump. Pump was used within 48 hours of the low. There was multiple lost sensor, sensor updating, and start new sensor alarms all day on (B)(6). The sensor had not been working properly for 1 day prior to the event. Sensor was used on (B)(6) but was not working. So, smartguard was likely not used. Customer wants to go back on the pump. Sensor is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The corrected information has been provided in section h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading this case to not reportable. The model has been changed to unk_sensor from unk_ngp. Hence this case became not reportable

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, DHR requested - other reasons. The customer reported hypoglycemia, loss of consciousness, hypoglycemia treated with ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unk_ngp. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Customer reported low bgs. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.